Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle, a secure connection could not be made with the tube holder.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 video was provided for investigation. The video was reviewed and the indicated failure mode for loose holder connection was observed. Additionally, 20 retention samples from bd inventory were evaluated by visual examination, checking the threads for the holder connection, and the issue of loose holder connection was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode loose holder connection. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle, a secure connection could not be made with the tube holder.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.